Event description:
Event description guidant received information that during a routine follow-up visit, this pacemaker was unable to be interrogated. In addition, no pacing output was observed on an electrocardiogram when a magnet was applied over the implant site of the device. The device was also noted to be included in the failure mode 1 population described in guidant's september 22, 2005 physician letter and december 12, 2005 advisory update. The device was explanted and returned to guidant for analysis.